Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip out of position in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the device jammed , and the trigger cycle could not be completed. The jaws were not closing during this attempt. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking caused the device to jam and could prevent the clips from properly loading into the jaws. Additionally, the proximal end of the feeder was bent and the top jaw had slightly bent jaw legs. Two clips were found to have broken hooks in the channel which was caused by the clip stack. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jamming" was confirmed based upon the sample received. The device was returned with its rotation tab bent and the first clip out of position in the channel. The sample was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, the device jammed , and the trigger cycle could not be completed. The jaws were not closing during this attempt. It was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Two clips were found to have broken hooks in the channel which was caused by the clip stack. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the product was used for a laparoscopy cholecystectomy. Clips were jammed and not firing correctly. In one instance, 2 clips were coming out simultaneously. The doctor used a second ae05 and it was also jamming. There is no harm to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1800410. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product was used for a laparoscopy cholecystectomy. Clips were jammed and not firing correctly. In one instance, 2 clips were coming out simultaneously. The doctor used a second ae05 and it was also jamming. There is no harm to the patient.